Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported that the insulin pump had recently been exposed to water and had a blank display. Customer reported that the insulin pump had been submerged in water. Customer stated that the insulin pump was alarming, but nothing was visible on the screen. Blood glucose level was not provided. No further information was provided.

Manufacturer narrative:
The operating currents could not be tested due to the unresponsive buttons. No blank display was noted. The insulin pump had unresponsive buttons due to corroded keypad traces. The insulin pump had moisture damage on the electronic assembly. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads, a cracked reservoir tube lip, cracked reservoir tube and a missing end cap sticker.